Event description:
Revision surgery - the patient dislocated, possibly due to non-compliance to therapy.

Manufacturer narrative:
The reason for this revision was reported as patient dislocated after 8 days of use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patient dislocating was reported "probably due to non-compliance to therapy", this could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.